Event description:
Caller states patient tested 5.0 inr and 2.9 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Device 1 of 2. Reference: MFR report: 1627487-2010-00609. The pt received her scs system consisting of an ipg and percutaneous lead (secured with an anchor) on (B)(6) 2008 for unilateral leg pain. It was reported that the pt was not able to cease her lifting/bending activities post-implant. On (B)(6) 2008, the pt reported severe back pain and stimulation in the wrong leg. An x-ray showed that the lead had migrated from its implanted position. During a procedure to reposition the lead, the physician added an add'l anchor to secure the lead. No devices were explanted or returned to ans for analysis. No further info available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.